Event description:
Patient with bsc generator and mdt leads, noticed variable impedances on both ra and rv leads due to spring contact issue. Rv lead with polarity switch due to impedance out of range. Myopotential noise seen on rv lead since polarity switch but is not interfering with rhythm or pulse rate. Manufacturer response for pacemaker, accolade l321 el (per site reporter). Issue is related to spring contact, program as needed and continue to monitor.